Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports during the process to place the catheter in the patient, the physician observed that when he made the tunnel, the cuff moves from its (position) site. The physician suspended and replaced this catheter with another catheter. There was no patient injury.

Manufacturer narrative:
Submit date: 7/19/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Product sample was not returned for analysis and investigation, however one photo was provided by the customer. Visual evaluation of this photo was performed; in the picture could be observed a pd that showed slightly signs of use (blood residues in the cuff), the catheter was inside a generic plastic bag. Additionally, it was observed that one of the 2 cuffs was detached from the correct position in the catheter. In addition it was observed a shadow in the catheter tubing that could be associated to glue residues in the place where the cuff have to be placed. The reported defect was confirmed. A brainstorming session was performed with the manufacturing operation personnel with the purpose to identify additional potential causes. This reported issue was confirmed from the photo. Through visual evaluation of this photo it was confirmed that one of two the cuff was detached of its correct position, with the available information manufacturing process could not be discarded as a potential cause for this event, for this reason a CAPA was opened to handle this failure mode and evaluate potential causes. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.